Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, cubie was failed to open and unable to recover. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed to open and unable to recover. A field service engineer contacted the customer, the customer stated that the failed icon was gone, and the issue might have been resolved by the pharmacist. The system functioned as intended after the customer resolved the issue.